Event description:
Reporter alleged obtaining discrepant blood glucose values of 450 mg/dl back to back with a result of about 108 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated, at a different time, another comparative test of 245 mg/dl was performed back to back with a result of 105 mg/dl within 10 minutes on the same system. Reporter indicated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.